Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 409 mg/dl, 149 mg/dl, hi (greater than 600 mg/dl), and 242 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the distal esophagus of a patient with a malignant esophageal stricture on (B) (6) 2010. According to the complainant, during the stenting procedure, the stricture was measured via guidewire. After the stent was positioned at the stricture site, deployment was attempted; however resistance was encountered when the physician withdrew the deployment suture. The gastroenterologist then attempted to withdraw the deployment suture, and bit by bit, the stent was able to be fully deployed. Post deployment, it was noticed that the shape of the stent was "unusual". The stent did not expand enough to compliment the shape of the patient's esophagus for it was 'rather loose"; as a result, the stent migrated. It was reported that another unknown esophageal stent was implanted within the patient. In the physician's assessment, the reported event was unrelated to the device. The procedure was completed with this device, and the patient was discharged the next day. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.